Manufacturer narrative:
MFR received date: 16 sep 2019. During failure investigation, the touch screen failure were out of specifications and resistance ratio were out of specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 20june2019. The manufacturer¿s field service engineer (fse) confirmed the reported the touch screen failure issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a touch screen failure. There was no patient involvement.